Event description:
On (B)(6) 2013, the reporter contacted animas, alleging that the pump was rebooting. The reporter confirmed that there was no damage visible to the battery compartment or cap. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 12/18/2013 with the following findings: the pump history was reviewed and found evidence of two power events occurring on 08/30/2013; one of these events was associated with a battery change however one remained unexplained in the history. The pump was examined and found that the battery compartment and cap were intact with no evidence of moisture of other damage. The battery cap was inserted and was able to fully tighten to the pump. The pump powered to the verify screen appropriately and was exercised for 24 hours without power issues duplicated. The battery cap contacts were tested and confirmed that the contacts were within specifications. The pump was opened and there was no evidence of moisture or loose components found inside the pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.